Event description:
It was reported that during a da vinci si surgical procedure, a piece on the permanent cautery hook instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor cap detached from the distal end. The cap is missing a section. The conductor wire segment is exposed at distal end due to the cap detaching. Engineering evaluation also found that the conductor wire's insulation is damaged at the distal end, which resulted in the bare wire being exposed. The distal clevis and yaw pulley exhibit char marks in the area of the exposed wire. Engineering concluded that the damaged wire likely created a path for arcing. The instrument also failed electrical continuity testing. The wire is also broken were it attached to the hook shank. No other damage was found.